Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to abnormal left ventricular lead impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.